Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the table was wet after therapy on a homechoice (hc) machine. The home patient (hp) had already discarded the setup prior to calling in. The hp stated that the hc was not wet inside or on top. The hp felt fine after therapy. During follow-up with the registered nurse (rn) and the hp, it was stated that the bag was not leaking and the cassette did not have a hole. The rn and the hp were not sure what caused the wetness. The hp's therapy had been going fine since this event. No patient injury or medical intervention was indicated in association with this report. No additional information is available.